Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an error message while wearing the adc freestyle libre sensor. Customer further reported the "60 minutes countdown" kept on displaying on the sensor, and was therefore unable to obtain a reading. Customer experienced a seizure and had contact with the healthcare provider, who obtained readings of 169mg/dl, 271 mg/dl and 186 mg/dl on the hcp meter. Customer was diagnosed with hyperglycemia and reportedly treated with both insulin (dose unknown) and glucose, and prescribed insulin 3, novorapid toujeo 10 units per day, "burenec pills", creon fort, magnesium, iron, omeprazole and lixiana. There was no report of death or permanent impairment associated with this event.